Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The suspect vertek arm was returned to the manufacturer for evaluation. The testing found that the ends of the arm were not locking down entirely. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while outside of a procedure, the vertek arm for the navigation system would not fully tighten. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: it was inadvertently left off the intial medical device report (MDR) that the part was replaced.